Event description:
It was reported during the laparoscopic assisted hysterectomy, the surgeon fired the tsw35 a total of 6 times. During the first firing, staples did not form and the dr had to follow with electrocautery. The next 5 firings were performed without incident. The case was completed and there was no consequence to the pt.